Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause of the impedance issue was not determined, but the patient continues to get therapeutic benefit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient felt their settings were causing side effects. The patient¿s healthcare provider (hcp) lowered their settings, after which they received benefit. The hcp thought that since the patient had a new ins they didn¿t need the same amplitude.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3387-40, lot# j0220027v, implanted: (B)(6) 2002, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The rep reported that the patient had their ins replaced on (B)(6) 2017 due to normal battery depletion. The rep reported that high impedances were measured on contact 3 pre-op, which did not resolve after the replacement. The rep reported that it was probably an issue with the lead/extension connection. The rep reported that the impedance was measured at 3 volts. The rep reported that the patient was receiving normal therapy with no problems. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction submitted as it was determined the selection of adverse event was missing. If information is provided in the future, a supplemental report will be issued.